Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant procedure, physician encountered difficulty connecting a competitor lead and was unable to insert the lead into the device. Status of the device is unknown. No patient complications have been reported as a result of this event.